Event description:
It was reported the patient was found slumped over in his vehicle with approximately 15 minutes of downtime before ems arrival. Intubation was unsuccessful. Arrived in ER with CPR in progress and asystole on monitor. After 15 minutes, did not respond to resusitation attempts and pronounced dead. The emts and ER physician reported to patient's daughter that there were no pacing spikes seen on the external cardiac monitor. "Family concerned that device failure may have led to (patient's) death." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Additional information from the clinic reported the patient had last been seen on (B)(6) 2010 and was not pacemaker dependent. Daughter later reported "the doctor came out and told me the pacemaker isn't working and we couldn't get him back."

Event description:
It was reported the patient was found slumped over in his vehicle. The emts and ER physician reported to patient's daughter that there were no pacing spikes seen on the external cardiac monitor. "Family concerned that device failure may have led to (patient's) death." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Additional information from the clinic reported that the patient had last been seen by them (B)(6)2010 and the patient was not pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, all conductors distorted and stretched. Full lead in segments returned and analyzed. All conductors distorted and stretched, proximal conductor blood/body fluid (not obstructed), all insulators breached cut. Full lead in segments returned and analyzed.

Event description:
It was reported the patient was found slumped over in his vehicle with approximately 15 minutes of downtime before ems arrival. Intubation was unsuccessful. Arrived in ER with CPR in progress and asystole on monitor. After 15 minutes, did not respond to resusitation attempts and pronounced dead. The emts and ER physician reported to patient's daughter that there were no pacing spikes seen on the external cardiac monitor. "Family concerned that device failure may have led to (patient's) death." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Additional information from the clinic reported the patient had last been seen on (B)(6)2010 and was not pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, all conductors distorted and stretched. Full lead in segments returned and analyzed. (B)(4) no anomalies found, all conductors distorted and stretched, proximal conductor blood/body fluid (not obstructed), all insulators breached cut. Full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, all conductors distorted and stretched. Full lead in segments returned and analyzed. Proximal conductor blood/body fluid (not obstructed), all insulators breached cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, all conductors distorted and stretched. Full lead in segments returned and analyzed. Proximal conductor blood/body fluid (not obstructed), all insulators breached cut.

Event description:
It was reported the patient was found slumped over in his vehicle. The emts and ER physician reported to patient's daughter that there were no pacing spikes seen on the external cardiac monitor. "Family concerned that device failure may have led to (patient's) death." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.